Event description:
It was reported that there was loss of capture, intermittent capture, failure to sense and extracardiac stimulation with the atrial lead. It was also noted that the "root cause" of the event was "patient physiology". The lead was first programmed off (by programming to a ventricular mode, vvi) and later abandoned/capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.